Event description:
Info was received through notification of allegations to cook inc on (B)(6) 2012 which state: a female pt underwent a right heart catheterization (at (B)(6) hosp) on (B)(6) 2012. During the initial phase of the right heart catheterization, the guidewire tip broke off and was displaced requiring a second kit to be used and the right heart catheterization to proceed. Pt was scheduled immediately for open surgical repair for removal of the retained wire guide tip. The pt has suffered severe and debilitating injuries (not specified), along with pain and suffering.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Date of manufacture: unk as lot is unk. The complaint device was not returned for eval. The exact mpis set is not identified. As such this complaint could not concern four different wires. (B)(4). Additional comments: per the attached caution label, which is provided with this device, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In the absence of additional info such as films the root cause cannot be determined. Root cause is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.